Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels in the 500's (mg/dl) with high level of ketones. Additionally, the healthcare identified the ketone levels as dangerous. Reportedly, the customer suspected that the elevated bg level was likely due to taking prednisone medication. The customer delivered boluses and slept to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.